Manufacturer narrative:
Initial report is originally a complete report but was mistakenly marking complete? No by error. This follow up correction report is submitted without change but only updating complete? Yes.

Event description:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the device resets itself. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.